Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date 2009.

Manufacturer narrative:
Inratio precision data provided by end-user (3.4 with his meter and 3.0 with doctor's meter): value #1 3.4, value #2 3, mean 3.2, std dev 0.282843, %cv 8.838835. The %cv is less than 20%. The precision criterion is met. Product precision testing is not required. For discrepant results comparison (accuracy). Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Per technical support: 3.4 inr was obtained with the customer's meter and 3.0 obtained with this doctor's meter. Lab value of 2.4 was obtained within 15 minutes of meter testing and lab value of 2.3 was obtained within 1.5 hours of meter testing. Summary: end-user reported accuracy discrepant test result. Meter and strips were not expected to be returned. Patient is on cancer treatment and had pulmonary embolism. Patient also was taking anti-arrhythmic medication. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Patient condition may affect test result. Further testing is not required at this time. This failure mode will continue to be monitored to determine if further corrective action is warranted. Trending and tracking will be performed in review for strip lot#211585. No corrective action required as no product deficiency was established.